Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 for high blood glucose of 486 mg/dl. The customer reported having high blood glucose from steroid intake due to chronic obstructive pulmonary disease. The customer had a difficult time breathing and was unable to lower their blood glucose, leading to the hospitalization. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with an IV of fluids and insulin. The customer declined to troubleshoot for the insulin pump. The insulin pump will not be returned for analysis.